Event description:
It was reported that during a lar procedure the device could not fire. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results showed that on ec60 device was received with the indicator disc broken, with the handles open and with no cartridge present on the device. However five cartridge were received inside the bag, cartridges c,d and e were received partially fired, cartridge b and f were received void of staples. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.